Event description:
It was reported that a tsw35 was used during a laparoscopic oophorectomy procedure. It was reported by the affiliate that the instrument tested outside pt and appeared to work correctly. When placed through a 12mm disposable port and placed across pedicle, failed to allow closure of firing of staples. The anvil had slipped out of distal end. Fortunately closure sufficient to permit instrument withdrawal was obtained. There was no consequence to the pt.